Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Insulin did not exit during troubleshooting. Upon changing out the reservoir, the issue was resolved, indicating a reservoir occlusion. Customer's blood glucose was 117 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.